Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleged that when they turned the concentrator on the alarm will not sound, they also tried to trigger the alarm by unplugging the unit from the wall outlet and they still did not hear a alarm.